Event description:
It was reported the patient was in a motor vehicle accident and lost use of her right arm. As a result, the patient was no longer able to charge the ipg due to the pocket site location. The ipg pocket was relocated and the physician elected to replace the ipg during the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.